Event description:
It was reported that pump declared cartridge change error during use. Customer inspected cartridge and pump connection area as instructed, cleaned pneumatic tap, ensured cartridge was fully attached, and then followed on-screen steps to complete loading, after which pump resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump declared cartridge change error during use. The customer reverted to manual injections for insulin therapy. Customer inspected cartridge and pump connection area as instructed, cleaned pneumatic tap, ensured cartridge was fully attached, and then followed on-screen steps to complete loading, after which pump resumed insulin delivery.